Event description:
The customer reported that during a procedure, the doctor indicated that the pencil was activated and then laid down on the patient. The residual heat of the pencil blade resulted in a little burn on the patient's leg area. The patient was not informed about the incident because the surgeon used the same area to insert the liposuction device. Degree of burn was not reported.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device is not available for evaluation. The e2515 instructions for use warns to place active accessories in a holster or in a clean, dry, nonconductive and highly visible area not in contact with the patient. Inadvertent contact may result in burns. Information regarding the use of holsters has been provided to the surgeon.